Manufacturer narrative:
This report is filed june 30, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2014.this report is filed april 29, 2014

Event description:
Per the clinic, the patient reported poor sound quality subsequent to sustaining a head trauma in (B)(6) 2013 (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.